Event description:
Reporter alleged customer questioned discrepant back to back blood glucose device results. Customer stated blood glucose measured 266mg/dl back to back with a result of 98mg/dl performed 4 mins apart and 329mg/dl performed at 2:14am back to back with a result of 100mg/dl tested at 2:21am. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.